Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the forceps cover glue peeling could not be identified. The instructions for use identify the following verbiage, which may help detect the phenomenon: "3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the device confirmed the customer¿s complaint of a ¿leak¿ was confirmed. Leaks were observed from the damaged bending section rubber, bending section rubber glue and the loose elevator channel water flow inlet. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, a leak was observed at the air/water channel and the scope had to be taped. It is unknown if the intended procedure was completed. There was no patient injury reported. The device was returned for evaluation and found the forceps cover glue peeling. This report is being submitted to address the peeling forceps glue noted during evaluation.